Event description:
During study the endoscope began recording on its own. Image color went 1/2 to gray on the screen. Rebooted the system and this time the imaging was only black and white. Device removed from service. Device was sent out for repair. FDA safety report ID# (B)(4).